Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal band ligation (evl) procedure performed in the esophagus on an unknown date. According to the complainant, prior to the procedure, the handle got stuck and would not turn. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.